Event description:
It was reported that the unit kept powering off and had deformation of the power inlet module housing due to excessive heat. No reported charring, smoke, etc.the event timing was not during surgery. No patient involvement as a result no harm or delay review of the most recent repair record determined the unit had power issues and a burned power inlet module; this investigation discovery led to the final assessment being altered to a reportable malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the unit had power issues and a burned power inlet module. The power inlet module was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to the time the high flow valve is left open is too short during the pump start up sequence. A lack of clarity in defining required approvers for design related test protocols, and do not require trending by servicing defect. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.